Event description:
Report received from the USA stating that the device was "heating up." The reporter stated that the "bearings may have been worn out." The device was not used in surgery. There were no injuries reported and no medical intervention required. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If additional information is received, a supplemental report will be sent. (B)(4).